Manufacturer narrative:
Additional information received that the reason for the revision is recurring incontinence. The device appeared to function normally.

Event description:
It was reported that the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) following removal of their previous aus system for unspecified reasons. No information regarding patient outcome was provided.

Event description:
It was reported that the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) following removal of their previous aus system for unspecified reasons. No information regarding patient outcome was provided.